Manufacturer narrative:
The external visual inspection revealed that the array was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed that one of the resistors had a degraded trace. The reported complaint of intermittent malfunction could not be verified during this analysis, which was limited in some respect to the electrode array being cut prior to receipt. The device passed the electrical tests performed. However, this device had moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis and data, it is believed that this device was not hermetic. In addition, hybrid visual inspection revealed degraded resistive film material of one of the resistors. This older device configuration is no longer manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing intermittencies. External equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery will be scheduled.